Event description:
The clinician reports the implant was inserted (B)(6) 2024 in ada 31. Details of surgery: implant surface not completely covered with bone and ridge augmentation. On (B)(6) 2024 , the implant was removed upon clinician¿s decision. Patient presented with bone type iii and fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: infection, pain, mobility, bleeding and increased sensitivity. No further patient complications were reported.